Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because during the procedure the patient was connecting and switching solution bags. The lot number is unknown therefore a batch review was not performed. Labeling review found the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell. The nurse stated that they were trying to connect and switch the bags around during the dwell cycle and the hc alarmed. The technical service representative (tsr) explained alarm and proper set up procedures. The tsr assisted the nurse to cycle power off and start over with new supplies. Product surveillance contacted the clinic and spoke with a nurse on (B)(4) 2011. According to the nurse the patient has already been discharged. The nurse does not know a specific regarding this event as the patient's nurse is not currently in the clinic. The nurse will forward the message to the patient's nurse and will advise her to call if there was any patient injury or medical intervention associated with this event. No further information is available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This event was caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be performed. Should any additional information become available, a follow-up report will be submitted.